Event description:
It was reported that the device showed invalid data with high atrial impedance. The device remains in use. No patient complications have been reported as a resultof this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-25 implantable pacing lead (B)(6) 2012; 350054 competitor implantable tachy lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.